Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. Homechoice apd systems trainer's guide give the warning that "if you set the minimum drain volume% too low, an incomplete drain could result for your patient. This could cause an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. The returned homechoice has received a functional and electrical evaluation. The homechoice passed all returned instrument testing evaluation performed. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 02:36:57. During night drain cycle five, the patient's ultrafiltration reading was 710ml, indicating the home patient (hp) drained 710ml more than their maximum programmed fill volume of 1100ml. No additional information is available.